Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 25 june 2020. Visual analysis of the photographs identified device labeled right patch with lot number 1513171 and catalog number 68-480cc and fluids.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.